Manufacturer narrative:
High blood glucose issue- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the customer experienced elevated blood glucose levels (400 mg/dl). Customer stated that elevated blood glucose levels may have been due to over eating the night prior. Customer delivered manual injections to stabilize blood glucose levels. Customer declined any further troubleshooting. It was indicated that the customer has a back up method for continued insulin therapy.